Event description:
It was reported that prior to starting a da vinci surgical procedure, the wire on the suturecut needle driver instrument was separated. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment sticks out at the wrist. The other cables at the wrist were not damaged. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.